Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the subject coil was deployed and during re-positioning it tied itself into a knot. The physician attempted to remove it using stent retrievers but it stretched. The coil was left inside the patient anatomy. The procedure was not completed successfully. No other information is currently available.

Event description:
It was reported that the subject coil was deployed and during re-positioning it tied itself into a knot. The physician attempted to remove it using stent retrievers but it stretched. The coil was left inside the patient anatomy. The procedure was not completed successfully. No other information is currently available.

Manufacturer narrative:
The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies noted to the device prior to use. Also, device prepared as per the dfu and continuous flush was maintained for the duration of the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Manufacturer narrative:
B5 executive summary - updated. H10 - updated. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies noted to the device prior to use. Also, device prepared as per the dfu and continuous flush was maintained for the duration of the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to reported events.

Event description:
It was reported that the subject coil was deployed and during re-positioning it tied itself into a knot. The physician attempted to remove it using stent retrievers but it stretched. The coil was left inside the patient anatomy. The procedure was not completed successfully. No other information is currently available. Additional information received on (B)(6)2020, reported that the subject coil was deployed into the aneurysm and the physician tried to remove it because the subject coil was too small. During removal, the subject coil tangled in the aneurysm and came out of the aneurysm. The subject coil then migrated into another blood vessel. Intervention to remove the subject coil using snare devices was unsuccessful. It is unknown if the patient was put on anticoagulants/additional medication or if another device was used to hold the coil in place. No other information is available.